Manufacturer narrative:
During integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result, this event is being filed beyond the 30-day FDA requirement. (B)(6). (B)(4). Complaint conclusion: it was reported that two mynxgrip vascular closure devices (vcd) failed to deploy. Manual compression was applied for an unspecified duration to achieve hemostasis. There was no reported patient injury. The devices are not available for return. The product was not returned for analysis. A review of the device history record (B)(4) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that two mynxgrip vascular closure devices (vcd) failed to deploy. Manual compression was applied for an unspecified duration to achieve hemostasis. There was no reported patient injury. The devices are not available for return. This is report 1 of 2.